Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event of superficial infection <30 days occurred post implantation. Superficial infections occurring <30 days from implantation are considered a procedure related complication as no device has been reported as revised. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors, such as this patient's bmi of 37.18. During the investigation process a review of the sterile certifications were reviewed and found to be conforming with no applicable deviations, further eliminating the implanted devices as a potential source for the reported infection. Devices were verified to have gone through acceptable sterilization process following iso/aami/astm & EU published guidelines. As device has not been indicated as revised and there are no indications of a product or process issues identified affecting implant safety or effectiveness, therefore implanted products are not identified as the source or contributing to the reported infection. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D.o.b: unknown month and day in (B)(6). Concomitant medical devices: catalog#: 192113 echo por fmrl lat nc 13x145mm lot#: 147410; catalog#: 650-1162 delta cer fem hd 32/0mm t1 lot#: 2018080547; catalog#: 110003626 biolox delta cer lnr 32mm e lot#: 3745537. Foreign: (B)(6). At this time, it is unknown if the device will be returned for evaluation, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-00351.

Event description:
It was reported that approximately one month post implantation, the patient experienced a superficial skin infection. The infection was resolved with medication. Attempts have been made and additional information on the reported event is unavailable at this time.